Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor speeds were not stable and the width plate screws were worn. The motor, sleeve, and screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Following sections were updated or corrected: a3, b4, b5, d2, g1, g3, g6, h1, h2, and h11.

Event description:
It was reported that during surgery the device is damaging the graft as it is cutting. It was jumping around as it was taking the graft. The graft was damaged and had small slits in it. There was no harm to the patient and an additional graft was not needed. There was no delay in the procedure. Due diligence is complete and there is no additional information available.

Event description:
It was reported that during surgery the device is damaging the skin as it is taking the graft. It was jumping around as it was taking the graft. Due diligence is in process and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(6). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. E1 telephone number: (B)(6). G2 country: united kingdom.

Event description:
It was reported that during surgery the device is damaging the graft as it is cutting. It was jumping around as it was taking the graft. The graft was damaged and had small slits in it. There was no harm to the patient and an additional graft was not needed. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4) following sections were updated or corrected: b1, b3, b4, b5, d2, g1, g3, g6, h1, h2, h6, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.